Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-oct-25. It was reported that the patient weighed (B)(6). It was indicated that this information was confirmed by the healthcare professional (hcp). It was also reported that the pump would be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative indicating that the pump was explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving clonidine [850 mcg/ml] at a dose of 357.66 mcg/day and compounded baclofen [2000 mcg/ml] at a dose of 841.6 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). It was noted that the patient noticed the pump was beeping/alarming on (B)(6) 2017 morning. The motor stall occurred that sunday morning. It was reported that the patient had noticed an increase in spasticity and had withdrawal symptoms of clonus, sweaty, increased tone, shaky, and increased blood pressure (bp). It was stated that the patient had been taking oral baclofen since the motor stall occurred. It was also stated that the patient was at home and there were no unusual environmental is sues, no recent mris or falls. The patient was seen in the clinic on (B)(6) 2017 and the pump was updated but the pump still did not recover. At the time of the report the issue was not resolved and surgical intervention did not occur but was planned and scheduled for (B)(6) 2017. The patient status at the time of the report was ¿alive ¿ no injury¿ (note this is conflicting with the report of the symptoms experienced). Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to residue on the gear pinion of the motor gear train. Evaluation codes updated. If information is provided in the future, a supplemental report will be issued.